Event description:
It was reported that the insulin pump alarmed button error. The mother stated that the customer was hospitalized for high blood glucose. Troubleshooting was performed. The mother stated that the alarm could not be cleared. Advised mother to discontinue use of the insulin pump and revert to back up plan. It was stated that the customer is at intensive care unit. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.